Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, and not visible on the returned device, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent unspecified breast surgery with unknown textured saline implants. Two unknown saline implants textured were received by the mentor failure analysis lab on (B)(6) 2020 under a different complaint for the same patient. The devices could not be associated with the existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, the return of explanted devices is characteristic of a removal and replacement surgery. As a result, this will be conservatively reported to FDA. This report is for one of the two returned devices.

Manufacturer narrative:
On august 13, 2020, mentor became aware that field d10 for "device available for evaluation?" Was marked incorrectly as "no" under the previous initial submission. It has been corrected to "yes" on this form. On august 14, device evaluation was completed. Device evaluation summary: during a visual evaluation no apparent damage or visual anomalies were observed on the returned device. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for one of the two returned devices. Manufacturer¿s reference number: (B)(4).